Event description:
It is reported that the surgeon rasped according to the surgical technique. The appropriate rasp size was reached and femur trialed. Upon reaching desired size rasp, implant was inserted. Despite the rasp sitting properly, the corresponding stem sat 4mm proud. The surgeon decided to remove stem and implant another size 5. The second stem also sat 4mm proud and was left implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.